Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using powerport isp MRI via internal jugular vein with port placement site of right chest wall. 1 months and 5 days post procedure, it was reported that the cervical catheter within the port was allegedly found fractured. Reportedly, the patient had allegedly experienced poor infusion flow. The interventional radiology department performed a repeat port placement with sheathing. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. However, two photos were provided for review. The first photo shows that the catheter attached with port and have blood residue throughout. The surface of distal end of attached catheter is not clear. The second photo shows the partial view of a clinician holding the catheter in which partial circumferential break was noted on the attached catheter. Therefore, the investigation is confirmed for the reported catheter fracture, restricted flow rate and suction problem issues, and the investigation is inconclusive for the reported material separation issue as the surface of distal end of attached catheter is not clear in the provided photo. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required g3, h6 (device, component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using powerport isp MRI via internal jugular vein with port placement site of right chest wall. One month and five days post procedure, it was reported that the cervical catheter within the port was allegedly found fractured. Reportedly, the patient had allegedly experienced poor infusion flow. The interventional radiology department performed a repeat port placement with sheathing. There was no reported patient injury.